Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error detected alarm due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had battery issues and pump error alarm. Blood glucose level at the time of the incident was 10-11 mmol/l. It was reported that the customer has been replacing the battery every two days. Troubleshooting was completed. The insulin pump was returned for analysis.